Event description:
It was reported that when dilating the vessel with the 16fr dilator, the smartseal sheath began to split prematurely. As a result, the sheath was removed and was replaced with a bard 16.5f peel-away sheath and the catheter was successfully introduced.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.